Manufacturer narrative:
(B)(4). Concomitant 20029e, therapy date (B)(6) 2015. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer¿s report of tubing separated from smartsite engagement was confirmed per picture received by customer. The separation was observed from the tubing to the inlet port of the smartsite. No product will be returned. No investigation was performed.

Event description:
The customer reported that 10 minutes after changing IV fluids the user noticed blood backing up into one of the double lumen umbilical vessel catheters. While trouble shooting the user noticed the IV set had separated from the smartsite/tubing engagement and fluid was leaking into patient¿s bed. The user attempted to prime a new extension set and it also separated at the smartsite and tubing engagement. The third set they used worked as intended. We received the customer medsun report from the FDA which stated: "a total of 8 sets from lots ending in 412 and 769 came apart when tested, so all (defective) lots were pulled for the unit. Medline sent additional supply from other lots that were tested and appeared to be secure. A note was posted for staff on all supply bins to double check all filter extensions before connecting. I notified the manufacturer though our representative. Carefusion customer advocate sent a return shipping label and 7 of the 8 sets were returned. After changing ivf on a double lumen umbilical vessel catheter (uvc), approximately 10 min later, I noted blood backing up into one of the lumens. Following my line back, I noted the filter had broken apart and was lying in the bed. I asked my neighbor to grab a new one while I kept the line sterile. In flushing another filter, it also snaped apart. A third nurse came over and notified the charge nurse of the situation. The line was reconnected and blood flushed through. There as no harm to patient. Manufacturer response for IV tubing, smartsite extension set (per site reporter) re: question about public information- we shared our findings with all units in our health system that use this product. Also, we notified our distributor, medline. I notified the manufacturer, through our representative, and he forwarded it on. Carefusion customer advocate sent me a return shipping label an 7 of the 8 sets were returned. Their email stated that carefusion created 3 files. Carefusion did not advise on how to handle product we currently have, but we pulled all product from the two mentioned lot #s."